Manufacturer narrative:
Outcomes to adverse event, date of event, implant date: dates estimated. Exemption number e2019001. The clip remains implanted. Investigation is not yet completed. A follow-up report will be submitted with all additional relevant information. Attachment, article titled: implantation of one versus two mitraclips in the german trami registry: is more always better?

Event description:
This is filed to report deaths captured based on a research article. It was reported through a research article identifying mitraclips that may be related to death. Specific patient information is documented as unknown. Details are listed in the attached article, title:implantation of one versus two mitraclips in the german trami registry: is more always better? No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
B2, b3, d6: dates estimated. The device was not returned for evaluation. A review of the lot history record could not be performed as the lot information was not provided. Based on the information reviewed, a definitive cause for reported death could not be determined. The reported patient effect of death is listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.